Event description:
The customer reported that during a hemicolectomy, the device blade would not retract while applied to tissue. The surgeon removed the device manually with no tissue damage or pt injury. The surgeon opened another device and successfully completed the procedure. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.